Event description:
It is reported that the patient was hospitalized on (B)(6) 2026 for low blood glucose levels below 90 mg/dl and was treated with glucose intravenously. It was stated that the patient¿s blood glucose was not getting higher even after taking carbs and juices. The patient was hospitalized for more than 24 hours in the hospital.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.